Manufacturer narrative:
Broken pivot has been confirmed by the laboratory results. Broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source .

Event description:
Cracked or broken pivot point.